Manufacturer narrative:
As alleged, patient experienced post operative complications following the implantation of 3dmax mesh, including intense pain in lower pelvis and recurrence of hernia. Based on the information provided, no conclusions can be made. The degree to which the 3dmax mesh implant used to treat the patient, may be causing, or contributing to the ongoing symptoms is unknown. A review of manufacturing records was conducted and shows the product was manufactured according to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Pain and hernia recurrence are listed as possible complications in the adverse reactions section of the instructions-for-use, provided with the device. This MDR represents 3dmax mesh right (device #2). Additional MDR was submitted to represent the 3dmax mesh left (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per ansm report: (B)(4). Summary of reported event: (B)(6) 2025 ¿ patient had bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of two bard 3dmax mesh (device 1, 2). Per op notes, ¿bilateral direct inguinal hernia was revealed. The anterior parietal peritoneum above the hernial sac was dissected. A 10.8x16cm bard prosthesis (device 1) on the left and an 8.5x13.7cm prosthesis (device 2) on the right were placed and closed using sutures.¿ (B)(6) 2025 ¿patient experienced pain in lower pelvis which radiated to the testicles, inner thigh and anus. An ultrasound and pelvic CT scan confirmed the recurrence of both inguinal hernias, as well as the appearance of a small umbilical hernia. (B)(6) 2025 ¿ patient had debilitating pain and was diagnosed with bilateral pre-hernial lipoma thereby underwent open repair. Per op notes, ¿on left side, the spermatic cord is identified and ligated. Dissection of the pre-hernial lipoma confirmed the presence of an indirect hernia with fatty content. The hernia was resected. The parietal substance loss was repaired by placing an unknown prothesis which fixed to pubic spine, crural arch, tendon joint using sutures. On right, the same procedure was performed and an indirect pre hernial lipoma was found.¿ (B)(6) 2025 ¿ per doctor's notes: current condition of the patient: functional disability (pain when walking, difficulty carrying light loads, difficulty performing daily tasks) digestive and transit problems, weight loss psychological impact of disability daily intake of morphine-based painkillers and paracetamol since the first operation (8 months). Patient has a scheduled appointment at the pain clinic for (B)(6) 2026.